Manufacturer narrative:
The UDI could not be provided because this device was manufactured prior to being assigned a UDI number. During processing of this incident, attempts were made to obtain complete event information. Date of event: date of event is unknown. Date of explant: date is unknown. A patient¿s system was explanted for an unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-13341, 1627487-2021-13342. It was reported that the patient had their scs system explanted on an unknown date for an unknown reason.